Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. After the customer changed the cassette to another one, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample was missing the white cap and blue clip. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate this issue further. No lot number was provided; therefore, device history record review could not be completed.